Manufacturer narrative:
Three used list #12568, clave¿ neutral connectors (lot #unknown) were returned by the customer for complaint investigation. No visual damages or anomalies were observed on the returned devices. A residue found on microclave during incoming inspection was rinsed out during decontamination. All 3 sets were primed and pressure tested. All 3 sets primed without any issues. The 3 sets were tested in the activated and the inactivated states. No leaks were observed on all 3 sets. The reported complaint of a leak could not be confirmed. The returned samples were tested and found no leaks. A review of the device history record could not be conducted because no lot number was identified. D9 - date returned to mfg: 14feb2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1: initial reporter full phone no: (B)(6). Section e: additional contact information: (B)(6), canada, (B)(6).

Event description:
The complaint, event occurred on an unspecified date in (B)(6) 2023 and involved a clave¿ neutral connector that was reportedly leaking during a patient's intravenous (IV) therapy. The product was used for less than one day. The closed system central access device had to be opened for product replacement. The problem was discovered by a registered nurse upon monitoring examination. The severity of the complaint was classified as an inconvenience or temporary discomfort. There was no unusual circumstances and intubation was not necessary. The device pre-tested prior to use. A second device was required to continue the IV therapy. There was no harm reported as a result of this reported complaint/issue. This reflects the second of two reports.